Manufacturer narrative:
(B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). The possibility of an overdischarge was considered. The patient first noticed the reposition antenna screen in (B)(6) 2015. The patient last charged in (B)(6) 2015. She typically fell asleep with it charging, so it was fully charged as a result of the recharge sessions. There were no patient symptoms reported and the patient outcome was unknown. The indication for therapy was non-malignant pain. If additional information is received, a follow-up report will be sent.